Event description:
It was reported to philips that the system did not bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not bootup. Review of the log file shows malfunctioning geo-pc. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and hospital biomed confirmed that geo pc was the root cause for all blown fuses. To resolve the issue, the biomed replaced the geo ipc. After replacement the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.